Event description:
Pt had a percutaneous angioplasty. Physician used a perclose proglide as a closure device. Blood squirted after removal of the device. A 2 cm hematoma developed and manual compression was held. A femstop was later used over the hematoma for 30 minutes. No significant harm to the pt. As a result of the device failure.